Event description:
It was reported that the patient has had discomfort in her right knee since she received the implant. She complained to her surgeon during her six-week checkup and was told it would go away in time. The problem has never subsided. The patient has an intense burning sensation like pins and needles around the knee cap. She says sometimes it feels like a blow torch is in her knee. She regularly experiences loud popping and cracking in her knee when she straightens her leg or stands up from a seated position. She experiences pain in her knee during inclement weather. The patient has bilateral knee implants. She has the same experience in both knees; however the problems with the right knee are more intense than the left

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.